Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric (model zxt150 +26.0 diopter) was explanted from patient¿s left eye in secondary surgical procedure because of patient experiencing dysphotopsia. Patient is outcome is reported as okay. Reportedly patient had a monofocal intraocular lens as replacement lens. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes section d10: returned to manufacturer on: 6/10/2020. Section h3: device returned to manufacturer: yes device evaluation: the product was returned. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder

Manufacturer narrative:
Corrected data ¿ additional information: additional information was received which provided the correct implant date and explant date. In the initial MDR the implant date was provided as unknown, and the explant date that was provided turns out to be the implant date. Therefore, the following fields have been updated accordingly; section d6: if implanted, give date: (B)(6) 2020. Section d7: if explanted, give date: (B)(6) 2020. All pertinent information available to johnson and johnson surgical vision has been submitted.